Event description:
Catheter leaking close to the blue hub 3 months after insertion. Md suture both the hub and the catheter at the insertion site to avoid pistoning of the catheter when the pt moves and the nurses have observed kinking of the catheter at the hub when the pt moves. The site of the kinking seems to corresponds to the site of the leaking later on.

Manufacturer narrative:
On 8f x 24cm silicone hemo-cath was returned for eval. A review of the mfg records indicated all device specifications and quality requirements were satisfied. The lumen was not returned. A visual examination of the catheter revealed a 2mm tear in the venous lumen 3mm from the hub. Sutures are tied around the catheter lumen 1.5cm from the hub. There is evidence of kinking of the lumen with the venous lumen being on the inner edge of the kink. We are unable to determine the exact cause of the event; however, it appears that long term bending of the catheter may have stressed the lumen resulting in the tear of the arterial side of the catheter.